Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant downstream occlusion alarm, which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. In addition, evaluation found the downstream sensor readings to be out of specification (high readings). The downstream sensor was replaced to correct this condition.

Event description:
During baxter's evaluation of a spectrum pump, the device constantly displayed the downstream occlusion message. There was no patient involvement.